Event description:
It was reported the pt does not receive good therapeutic effect with the right neurostimulator. The pt's speech improves with the neurostimulator off, however, the pt's tremor returns. The pt experiences some leg dystonia on the right side (left neurostimulator). At the time of this report the pt was at the clinic, in fair condition. Impedance readings were greater than 2000 ohms on both sides. X-ray of the system did not reveal any obvious issues. Therapy impedances were 828 with a current of 42 ma, and 1392 with a current of 27 ma. The hcp mentioned the lead was not in the optimal location.